Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the connection failure could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿please do not apply excessive force to the device, surrounding device, or cable. The device may be damaged or malfunction. There is a risk that the connectors will be broken.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The connection failure was due to contamination of the channel ring inside the scope socket and the light guide. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the video system center had a poor connection during preparation for use. Upon inspection of the customer¿s returned device it was observed, the connection failure was due to contamination of the channel ring inside the scope socket and the light guide. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.